Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated in the patient with right leg to inferior vena cava thrombus with risk factors of smoking and prolonged sitting. The right popliteal region was sterilely prepped and draped. Micropuncture catheter access with ultrasound imaging was obtained into the visualized popliteal vein. An access catheter and wire were advanced along the femoral vein with substantial difficulty due to extensive fibrous thrombus in the popliteal vein, femoral vein, and common femoral vein. A leg venogram performed demonstrated chronic thrombus in the right popliteal vein, femoral vein, and common femoral vein. Thrombus was also seen in the iliac veins on the right, extending into the distal ivc. A larger sheath was unable to be advanced across the scarred fibrous venous tissue, wire and catheter were removed, a bandage was placed, and the patient was repositioned in a supine position. Access was then gained into the right internal jugular vein. A pigtail catheter was positioned in the low ivc. Inferior venacavogram was performed and measurements were obtained demonstrating a patent internal jugular vein, and low origin of the left renal vein with approximately one vertebral body level space between the low renal vein and the top of the caval thrombus. The retrievable ivc filter was deployed and venogram was performed. Then, a retrieval cone device was inserted, and the filter was repositioned a little bit superiorly. Repeat venography demonstrated the filter to be in good position. The procedure was completed with no further thrombolytic intervention planned. The patient was returned to an inpatient bed with recommendation of follow-up evaluation for anticoagulation and hypercoagulable workup. Approximately four years nine months post filter deployment, the patient presented for filter retrieval. The right neck was sterilely dressed and draped in the usual fashion. A micropuncture needle was introduced into the right internal jugular vein under ultrasound guidance. A wire was advanced into the inferior vena cava under fluoroscopic guidance. The tract was serially dilated and a long sheath was advanced over the wire to just below the level of the inferior vena cava. A preliminary cavogram performed demonstrated normal caval anatomy without evidence of stricture or duplication, no filling defects within the ivc filter, and no narrowing of the immediate surrounding walls. The filter had a somewhat low placement just above the iliac bifurcation and was tilted with the tip embedded in the right lateral caval wall. Initial attempts to grasp the filter with a snare were unsuccessful. Therefore, access was established into the left common femoral vein. A sheath was placed and a snare was then advanced from below and used to free the tip of the filter. A snare device was then advanced through the internal jugular vein sheath to successfully capture and retrieve the filter. Status post filter removal, the inferior venacavogram performed demonstrated no evidence of residual foreign body or irregularity to the caval wall, no evidence of penetration or extravasation, and decreased flow into the right common iliac vein likely associated with right sided chronic thrombosis. All wires and catheters were removed and the patient tolerated the procedure without incident. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years and nine months post filter deployment, the patient presented for filter retrieval. A preliminary cavogram performed demonstrated that the filter had a somewhat low placement just above the iliac bifurcation and was tilted with the tip embedded in the right lateral caval wall. A initial attempts to grasp the filter with a snare were unsuccessful. Additionally access had to be gained and an additional snare introduced to remove the filter. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Per the provided medical records, a snare device was used for the retrieval attempt. The current IFU states "only use the recovery cone removal system to remove the g2 filter." Therefore, procedural issues involving the retrieval system may have contributed to the difficulties experienced in attempting to remove the filter. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. Additionally, it should be noted that the filter was reposition immediately after deployment. The current IFU states " if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the g2® filter using the recovery cone® removal system only." However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. Information received: medical records were received and reviewed. A vena cava filter was successfully deployed in the patient with deep venous thrombosis. Approximately four years nine months post filter deployment, the patient presented for retrieval of the filter. A preliminary venacavogram identified the filter to be tilted with the filter apex embedded in the caval wall. A second access and snare were required to successfully capture and retrieve the filter. Post procedure cavogram demonstrated no evidence of penetration or extravasation and decreased flow into the right common iliac vein associated with chronic thrombosis. No additional medical records were received for this patient.